Manufacturer narrative:
The device was evaluated and the reported issue was duplicated. The root cause was due to a malfunctioning fluid level sensor. The fluid level sensor was replaced and the console passed all operational verification tests. Quest medical will continue to monitor complaint trends.

Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted after investigation is completed.

Event description:
The report received from the customer states that the device was sensing air and did not deliver cardioplegia. The vent was opening up, and they had to clamp off the vent to give cardioplegia. There were no patient complications resulting from the alleged issue.